Manufacturer narrative:
(B)(4). Event description continued: after the sds was retracted into the guide catheter, the physician suspected possible thrombosis via imagery; however, fluoroscopy confirmed instead that the distal segment of the catheter/balloon had separated as confirmed by visualization of the two balloon markers. The separated segment of the catheter/balloon could not be retrieved using a loop snare and the vessel was occluding; therefore, two additional xience stents were deployed to embed the separated catheter/balloon to within a few mm of the ostium of the rca. The patient stabilized quickly and did fine although at some point during this procedure, the patient coded again and shock treatment was initiated. Blood flow was confirmed to be good and post procedure the patient was reported as stable and on a heparin drip. The patient was brought back to the cath lab on (B)(6) 2013 and intravascular ultrasound (ivus) confirmed that the rca is patent with timi 3 flow and the balloon was well apposed and trapped behind the stents all the way to within 3 mm of the rca ostium. No further stents were placed. The catheter could not be seen in the aortic root. The patient has been transferred to john hopkins hospital for probable ventricular tachycardia ablation and possible heart transplant. No further intervention is planned for the rca. Per physician, the patient should remain on dual antiplatelet therapy (dapt) for life or until after possible heart transplant. Per physician, the patients coronary condition is stable; however, the patients electrical condition is very poor. The patient continues to be very tenuous clinically due to refractory ventricular tachycardia (has an implantable cardiac defibrillator and anti-tachy pacer but breaking through with recurrent ventricular tachycardia). Additionally, the physician stated that he performed 8 cases (B)(6) 2013, 6 of which were with the xience xpedition stent systems. All cases were successful, which led him to believe his experience with the xience xpedition in this case was not reflective of the devices typical performance. No additional information was provided. Concomitant products: inflation: bsx indeflator; guide cath: 6f. (B)(4) - failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient experienced ventricular tachycardia and cardiac arrest at another hospital. The patient was shocked approximately 20 times. The patient was then transferred to (B)(6) and presented with acute myocardial infarction and 10% ejection fraction. The patient was not a candidate for surgery; therefore, the patient was brought to the cath lab for percutaneous intervention of a class d lesion in the right coronary artery (rca). Pre-dilatation was not performed. A 4.0x12 rx xience xpedition stent delivery system (sds) was advanced through a 6f guide catheter without resistance to the minimally calcified proximal segment of the rca. Using an indeflator, the stent was inflated to 12 atmospheres and again to 8 atmospheres. The stent was confirmed to be fully apposed. The stent balloon was deflated; however, the exact time for balloon deflation was unknown. The physician confirmed complete deflation of the balloon; however, stated that in this particular case, deflation time may have been shorter than normal due to the condition of the patient. During withdrawal of the sds under negative pressure, very slight resistance was felt just before entering the 6f guide catheter. The physician stated that the resistance was noted but was not abnormally hard. No force was applied to the sds; however, the balloon may have been retracted quicker than usual since the balloon was in the only remaining patent vessel for this very hemodynamically tenuous patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: deflate the balloon by pulling negative on the inflation device for 30 seconds. Confirm complete balloon deflation before attempting to move the delivery system. The balloon may have not been fully deflated, causing resistance during withdrawal as the balloon interacted with the deployed stent/vessel. Additionally, it was reported that the balloon may have been retracted quicker than usual since the balloon was in the only remaining patent vessel for this very hemodynamically tenuous patient. Therefore, the shaft may have become damaged based on the information reviewed, there is no indication of a product deficiency.

Event description:
Abbott clinical analysis of cd imagery shows inflation is performed at the lesion site in the rca (assumed to be stent deployment). There is a very slight waist in the proximal area of the balloon. Abbott clinical analysis concludes that the images are consistent with balloon fragmentation and stent deployment in the rca to embed the balloon in the vessel.